Event description:
Bard #5 french groshong PICC dual lumen catheter was being removed from pt. Distal portion of catheter noted to be broken off. The end of the catheter remains in the pt at this time with no plans to remove it.